Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of "lo." The normal control range was 93-128 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.